Event description:
Foreign distributor reported on (B)(6) 2026 that a locking screw was implanted to fix the sp-6 plate but failed to lock into the plate (rx attached). It was stated that the surgeon replaced the plate with another sp-6 and re-used the same screws; fixation was successful. Therefore, she believes the defect is attributed to the thread of the original plate. It was reported that the device came in contact with the patient per planned procedure, there was over a 20-minute delay to swap out the plate however this did not cause any negative impact on the patient.